Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that it wou ld not interrogate and that it did not exhibit asynchronous pacing when magnet was applied.~~~